Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿stop inp error¿. The failure occurred during patient treatment. The customer replaced the device with another device during patient treatment. A getinge service technician was on site on 2023-02-27 to repair the affected rotaflow with serial number (B)(6). The technician replaced the rotaflow control board pcba kit (material# 701034051). After the replacement the device is working as intended. The reported failure "stop-inp" was already investigated by getinge life cycle engineering and the root cause could be determined as a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. Based on these investigation results the reported failure "stop-inp" could be confirmed. The review of the non-conformities was performed on 2023-03-07 and during the period of 2020-06-01 to 2023-01-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-06-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that a rotaflow displayed the error message ¿stop inp¿. The failure occurred during patient treatment. The customer replaced the device with another. No harm to any person has been reported. Complaint ID: (B)(4).